Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing post-sensed t wave oversensing on the ventricular channel. Patient was asymptomatic. It was noted that patient had received inappropriate atp therapy due to the oversensing. Programming changes were made. Device remains implanted. No further information.